Event description:
It was reported that difficulty was experienced during the stent implant procedure. Following successful placement of the stent, resistance was encountered during removal of the delivery catheter over the guidewire. The wire and the catheter were removed simultaneously. The procedure was successfully completed. No adverse pt effect have been reported. Pt status is reported as 'fine'.